Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to bent pins in the driveline connector. It is likely that these bent pins were the cause of the reported difficulty in connecting the driveline and electrical fault alarms. The most likely root cause of the reported event can be attributed to a forced connection. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that during patient education on use of equipment the medical staff had a very difficult time inserting the driveline into the patient's back-up controller. The controller also gave an "electrical fault" alarm. There was no reported damage noted to the controller. They felt uncomfortable leaving this controller as a backup due to the difficulty of the driveline connection. The controller was removed from service and the patient was provided another back-up controller.&#2062;o further information was provided.

Manufacturer narrative:
The reported electrical fault alarm and difficulty with inserting the driveline into the returned controller, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Evaluation of (B)(4) log files revealed 2 electrical fault alarms, 3 vad stopped alarms, and 2 high watts alarms on (B)(6) 2016 between 16:51:55 and 16:56:10. Analysis of the device revealed that the controller failed visual inspection due to bent pins in the driveline connector. The bent pins in the driveline connector port of the controller will make it difficult to insert a driveline cable connector, thus confirming the reported event. It is likely that the electrical fault alarm was caused by the damaged driveline connector pins. The most likely root cause of the reported event can be attributed to damaged driveline connector pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.